Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and thrombosis ("blood clots.") And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, vaginal discharge, urinary tract infection, fatigue, migraine, weight increased, weight decreased, headache, abdominal distension, memory impairment and thrombosis outcome was unknown and the menorrhagia, genital haemorrhage, metrorrhagia, anaemia, blood disorder and cardiac disorder had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, metrorrhagia, migraine, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-(unspecified) result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: reporter information, patient middle name and age added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and thrombosis ("blood clots.") And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, vaginal discharge, urinary tract infection, fatigue, migraine, weight increased, weight decreased, headache, abdominal distension, memory impairment and thrombosis outcome was unknown and the menorrhagia, genital haemorrhage, metrorrhagia, anaemia, blood disorder and cardiac disorder had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, metrorrhagia, migraine, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test-(unspecified) result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: pain: pelvic/ abdominal, back, dyspareunia, dysmennorhea, menorrhagia, general abnormal bleeding, metrorrhagia, blood/heart disorder,anemia, vaginal infection, vaginal discharge, urinary tract infection (uti), fatigue, migraine, weight gain, weight loss, headaches, bloating, forgetfulness, blood clots. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.